Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. One to two hours after the procedure, while the patient was in the holding area, the patient became hypotensive and tachycardic. Cardiac tamponade was confirmed by transthoracic echo (tee). The patient was transferred to the ep lab, pericardiocentesis was performed to remove 967 ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 1/24/2019, additional information about the event and patient were received. It was reported the patients diagnosis pre-procedure was persistent atrial fibrillation. All pre-procedure tests normal. Additionally, it was confirmed that extended hospitalization was required as a result of the adverse event for monitoring purposes. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Manufacturer¿s ref # (B)(4).